Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose or protruded or flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. Customer's blood glucose level was 112 mg/dl. Customer stated the drive support cap was loose and during seating the force sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.